Event description:
It was reported the customer was having issues with their insulin pump. The customer reported several no delivery alarms. The customer also reported having a low blood glucose incident where their blood glucose declined to 24 mg/dl. The customer stated the paramedics were called during this incident. The customer's alarm history also showed a motor error alarm along with a bad battery alarm. Customer was unable to troubleshoot for the no delivery alarm at the time of the call. Customer's blood glucose was 175 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.